Event description:
It was reported by service report that the patient's head end right wheel would not roll. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results- foreign material lodged in caster preventing rotation.